Event description:
It was reported that the patient presented to the clinic one week after a system upgrade with phrenic nerve stimulation. The nurse change the configuration to left ventricular (lv) left ventricular (lv) lead tip to can. The patient returned two more days with more stimulation, and the lv lead was turned off as phrenic stimulation was observed in all configurations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 ipg, (B)(6) 2014. (B)(4).